Manufacturer narrative:
Method: device history record review. Results: upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. Conclusion: based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Pt weight: unknown. Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Method: lens work order search. Results: visual inspection on the returned lens showed the lens was cut into 2 pieces and a piece of the optic was torn off and missing. A lens work order search was performed and there were no similar complaints found within the work order. Conclusion: based on the complaint information, product evaluation and lens work order search we were unable to determine a specific root cause of the event. (B)(4).

Event description:
The customer reported the trailing haptic of the +20.0 diopter aq2010v silicone three piece lens tore off upon insertion. The lens was cut into pieces and removed from the eye during the same procedure. Another same model/diopter lens was implanted without any patient injury. The cause of the event was unknown.

Manufacturer narrative:
Per medical review - reportedly, trailing haptic of a 3-piece silicone iol was torn off upon insertion, requiring intraoperative lens removal/exchange. Incision was not enlarged and no other tissue damage was reported. Another lens of same model and diopter was successfully implanted. According to the report by a nurse, dated on (B)(6) 2015, the most likely cause of the event was unknown. Based on the complaint history, work order search, product evaluation,and medical review, a specific root cause of the event could not be determined. (B)(4).